Event description:
During use the distal tip of the modified viper rod holder broke off while attempting to fit the rod through the screw head. Surgeon had to convert to a mini-open procedure to remove the broke piece. The case was completed and there was no adverse patient injury as a result of this event.